Event description:
It was reported that the pt experienced abnormal sensations in his head, described as 'pounding'. The pt had decreased performance and a loud painful noise. He was monitored for 6 months with no improvement.